Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during the fill phase of their pd treatment. The patient stated that the connection was not secure. The patient bypassed to drain 1 of 5 of treatment to drain any residual fluid. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient stated that the fluid leak was due to the patient moving around and loosening the connection. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they were able to complete peritoneal dialysis treatment using the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The sample was discarded and not available to be returned to the manufacturer for physical evaluation.